Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that she experienced hypoglycemia on (B)(6) 2011. Blood glucose was 80mg/dl at 1:15 p.m. And 51 mg/dl at 5 p.m. Pt was "a little confused" due to hypoglycemia. She reported that she filled a cartridge with a used insulin pen to complete a cartridge change. F/u was completed with pt on (B)(6) 2011, and pt was in the hospital. Pt confirmed that she did not follow the procedure during the cartridge change. She filled the cartridge with 219 units from a used insulin pen. Pt did not change the infusion set. She connected the infusion tube to the cannula and advanced the piston rod to 219 units. Pt reported the infusion device delivered approx 100 units, but she did not realize what had happened until it was over. Pt removed the cannula and noticed insulin leakage from the needle point. There was air and insulin in the cartridge, and pt reported the insulin leakage was from the pressure. At that time, there were 89 units remaining in the cartridge. Pt went to the emergency room and was hospitalized with blood glucose of 26 mg/dl. No errors were rec'd on the infusion device. Pt was treated with glucose solution to restore normal blood glucose. After the hospitalization pt was visited by company rep and diabetologist, and she was in good general health. Infusion device was requested for evaluation. Additional information was not provided.